Manufacturer narrative:
(B)(4). Since device was not returned and lot number was not provided manufacture date is not known. Alleged failure: monitor fell off a tower. Probable root cause: manufacturing nonconformity (tekna); nonconforming vesa mounting plate; weld fracture; damage during shipping /handling; missing or damaged fasteners/screws; use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the mintor fell off of the tower and hit a nurse in the head.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed

Event description:
It was reported the mintor fell off of the tower and hit a nurse in the head.